Manufacturer narrative:
(B)(4). Concomitant products: oxford partial knee system twin peg femoral size small catalog 161468 lot 306920. Oxford partial knee system right medial tibial tray size a catalog 154719 lot 923880. Unknown cement. Customer has indicated that the product will not be to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00226 and 3002806535-2017-00227.

Event description:
It was reported that a patient underwent a right knee revision procedure approximately one year post implantation due to infection; all components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information reported event was unable to be confirmed due to limited information received from customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.